Manufacturer narrative:
Investigation is pending retrieval and review of device data.

Event description:
The device user (du) reported seeing message codes 300 (ascites pump running continuously), 330 (frequently empty blood reservoir), and 2330 (critical fault reported) while enroute to the recipient hospital. They additionally reported that the reservoir bag was very low and there was a large amount of perfusate collecting underneath the liver bowl. It was determined that the ascites pump was not running. After the du was guided through troubleshooting, the ascites pump began working properly. Subsequently, there were no further issues with the ascites pump.

Manufacturer narrative:
Device data was retrieved and reviewed. The event could not be confirmed based on the device data. The device data suggests that the pump was running intermittently throughout the case, and likely was detecting fluid at the same time. This is expected device behavior. The root cause could not be identified from the data. Section d4 was corrected with the appropriate device serial number and UDI.

Event description:
The device user (du) reported seeing message codes 300 (ascites pump running continuously), 330 (frequently empty blood reservoir), and 2330 (critical fault reported) while enroute to the recipient hospital. They additionally reported that the reservoir bag was very low and there was a large amount of perfusate collecting underneath the liver bowl. It was determined that the ascites pump was not running. After the du was guided through troubleshooting, the ascites pump began working properly. Subsequently, there were no further issues with the ascites pump.